Event description:
The customer reported the ventilator ac power cord plug was sparking. The customer reported the ventilator was not in use on a patient. The manufacturer's service technician reported an odor of overheating from the power cord when the ventilator was powered on. The service technician replaced the power cord to address the finding. Applicable final testing was performed and passed to operating specifications. Factory analysis of the ac power cord revealed the hot and neutral posts were bent indicating user abuse. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate.